Event description:
It was reported that when using the bd pyxis¿ medbank tower unable to issue medication the customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue the medication. The technical support specialist (tss) called the pharmacy, the customer approved the customer verify request in my quick link, but it showed as rejected in the cubex application despite expiration updates. The validation status did not refresh even after adjusting expiration hours. Customer agreed to wait for the expiration. Tss then identified that the mql transaction item was issued for the patient with profile identifier. The system functioned as intended after the technical support specialist troubleshot the device.